Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No time/clock or no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 560 mg/dl at the time of incident. The customer also reported that act button stick and insulin pump had occasional no insulin delivery alarm. The customer also stated that they had an issue one time where the inside of the reservoir crimped but the insulin pump did not alert them until they realized they at 560 mg/dl and also stated that battery life lasting only two weeks. The insulin pump will not be returned for analysis.